Event description:
Technical support received a call from the senior sales consultant who reported that the ilr (implantable loop recorder) had been explanted at the request of the hospital's infectious disease center. The hospital staff reported that the pt had primary IV (intravenous) site infection, and there was a concern of a device site infection. The device was removed as a precautionary measure.

Manufacturer narrative:
It was reported the device would not be returned for eval as it is being retained by the hospital. Should the device be received at a later date, the investigation into this event will be reopened. Review of the device history records revealed the device met manufacturing and sterilization specifications. The sleuth implantable ECG monitoring system instructions for use (IFU) state potential adverse events include. But are not limited to, infection, bleeding and incision pain.